Event description:
It was reported "clinical staff complained of persistent alarms all day". When asked if the pump was in use on the patient; it was reported "suspected, but not confirmed". At the time of this report, the customer has not returned our requests for additional information. If further information is received, the complaint file will be updated.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Qn#(B)(4). The reported complaint of "helium loss alarms" is confirmed based the alarm log provided. The log file shows the possible helium loss 2 alarms. No part was returned to teleflex chelmsford for investigation. According to the field service report, the field service representative checked the pump and could not replicate the issue. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the helium loss alarms. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends.

Event description:
It was reported "clinical staff complained of persistent alarms all day". When asked if the pump was in use on the patient; it was reported "suspected, but not confirmed". At the time of this report, the customer has not returned our requests for additional information. If further information is received, the complaint file will be updated.